Event description:
Information received from the field notes that during the implant procedure, the device exhibited no output except for about ten seconds of pacing. Asystole was then noted. The connection with the leads was checked and found to be secure. The patient was pacemaker dependent. Therefore, a new device was placed.